Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead, only the connector portion measuring 20 cm was returned. Final analysis found an external insulation abrasion breaching the sheath at 14.1 cm to 15.0 cm from the connector pin due to friction with another device. Multiple full breach degradations were noted on the optim sheath at 11.8 cm to 12.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.